Manufacturer narrative:
Patient age at time of event: approximately 80 years of age (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR #'s: 2134265-2016-07152, 2134265-2016-07153. It was reported an error code occurred during aspiration. An angiojet solent proxi catheter was selected for use along with an angiojet ultra system console for a thrombectomy procedure in an unknown vessel. The catheter was prepped for use, the device was inserted over a wire, and thrombectomy was started. During aspiration, the angiojet console stopped and a "check saline" error message occurred. They tried to correct the problem by checking the spike and changing the saline bag which was unsuccessful. Another angiojet solent proxi catheter was used but the same issue occurred. The procedure could not be competed with angiojet as another device was not available. No patient complications were reported. The patient was put on a long term catheter for the application of lysis medication until the following day.

Manufacturer narrative:
Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. There were no signs of the catheter having any damage to it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR #'s: 2134265-2016-07152, 2134265-2016-07153. It was reported an error code occurred during aspiration. An angiojet® solent¿ proxi catheter was selected for use along with an angiojet® ultra system console for a thrombectomy procedure in an unknown vessel. The catheter was prepped for use, the device was inserted over a wire, and thrombectomy was started. During aspiration, the angiojet console stopped and a ¿check saline¿ error message occurred. They tried to correct the problem by checking the spike and changing the saline bag which was unsuccessful. Another angiojet® solent¿ proxi catheter was used but the same issue occurred. The procedure could not be competed with angiojet as another device was not available. No patient complications were reported. The patient was put on a long term catheter for the application of lysis medication until the following day.